Event description:
Information received from the health care professional via a manufacturer representative regarding a cage used for l1 vertebrectomy for the pre-operative diagnosis of l1 burst fracture. It was reported that during the expansion of the t2 stratosphere there was a loud click and the cage would not fully expand. There were no patient symptoms reported. There were no further complications reported regarding this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.